Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device displayed the incorrect heart rate and the patient passed away. The mx40 device measured a heart rate of 75bpm when the actual heart rate was 39bpm. Resuscitation was attempted but the patient passed away. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer (biomed). Information provided to the rse indicated that the patient was not paced by an external or implanted pacemaker at the time of the event. The users were aware of the heart rate discrepancy, but it was also indicated this discrepancy did impact the patient outcome. The rse was unable to download the clinical audit log, but was able to review remotely. Per the rse, the pic ix logs showed that the mx40 device had alarmed correctly during the time of the issue; the log spreadsheet showed that heart rate (hr) alarms were triggered in the 30s. The rse provided the biomed with this information. No information was provided, regarding the reason the mx40 would show a hr of 75bpm, when the hr was 39bpm. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.